Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021 (approximate date used as exact dates of events were not available), the patient's infusion set's tubing detached/broken at the site connector and this issue occurred with more than six infusion sets. Therefore, her blood glucose level was in between 17-20 mmol/dl at the time of the event. The infusion set had been used for 1-2 days. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.